Manufacturer narrative:
(B)(6). The subject z41002 autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) representative that the chamber base of z41002 complete autofeed chamber as part of the 950n40j neonatal optiflow junior heated kit was broken and leaking. There was no reported patient consequence.

Event description:
A healthcare facility in virginia reported via a fisher and paykel healthcare (f&p) representative that the chamber base of z41002 complete autofeed chamber as part of the 950n40j neonatal optiflow junior heated kit was broken and leaking. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received. Method: the subject device, a z41002 vented autofeed humidification chamber, was returned to fisher & paykel healthcare for evaluation following the reported issue. Results: a visual inspection of the returned z41002 chamber revealed a small hole located at the base. The edges of the hole appeared rough, suggesting erosion of the base material. Additionally, a white residue was observed on the external surface of the chamber base. Subsequent chemical analysis of this residue identified the presence of sodium bicarbonate along with other chemical compounds. Conclusion: the investigation confirmed the presence of holes at the base of the z41002 vented autofeed humidification chamber. Chemical analysis further verified that the base material had undergone corrosion, which led to the formation of the holes. The corrosion was attributed to a chemical reaction between sodium bicarbonate and the aluminium base of the chamber. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects."